Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 8 minutes: 23.0 mmol/l (mobile system) and 11.0 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.